Manufacturer narrative:
(B)(4)

Event description:
Procedure type: according to the reporter: needle broke when loading reload cartridge. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no related extended hospital stay. No device fragment or component fell into the patient's cavity. No device fragment or component was left in the patient. No reinforcement material was used during the case.